Event description:
The service report shows that the audio alarm was intermittent. Co's customer support engineer verified the intermittent alarm and reconnected a loose power switch connection. The unit passed extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.